Manufacturer narrative:
Date sent to FDA: 10/11/96. H2 johnson & johnson medical, inc. Has decided to discontinue MFR and sale of the streamline, landmark and centermark brands of i.v. Catheters as of 9/18/96.

Event description:
The clinician inserted the device in the forearm of the pt using the recommended float in technique. Five minutes after the insertion the pt exhibited flushing, shortness of breath and an increase in heart rate. Specific vital signs were not available. The device was immediately removed. The pt was given benadryl and did fine. The pt's airway was not compromised at any time.